Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a failure code of 67 was not confirmed during product evaluation. Also, the quality engineer has not determined the cause. Since no assignable cause was provided during product evaluation, no repair was necessary nor performed for the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 67; this condition had the potential to interrupt delivery. This condition was found in the emergency room department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.